Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had urinary tract infection and stated that they were not using purewick female external catheter. It was noted that the patient had been using purewick products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the patient had urinary tract infection and stated that they were not using purewick female external catheter. It was noted that the patient had been using purewick products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection. Per customer contact via phone on (B)(6) 2021, patient stated that ongoing urinary tract infection was not attributed to pure wick use and the patient seem to have an ongoing infection that could not get rid of but it was not because of pure wick. It was also stated that the patient was on a prescription from doctor currently but declined to give name of medication. No additional information is available.

Manufacturer narrative:
Per additional information received via customer, bd has determined that this MDR event is not reportable as there was no allegement against the bard/bd device. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.